Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation.  In addition, no imagery was provided for review.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. During manufacturing, the device and its components underwent 100% visual inspection for defects.  In addition, the lot underwent product verification (pv) testing on a sampling basis. This testing included an insertion force test, where a mandrel was inserted through the sheath (simulating a delivery system and valve). The peak insertion force was measured through the shaft and at the tip. In addition, the shaft to housing bond in tensile tested. These inspections and testing above indicate that the axela sheath has sufficient inspections in place to identify defects related to the complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review and complaint history review revealed additional similar complaints relating to sheath shaft resistance with the delivery system and sheath shaft separation from the housing /hub.  No manufacturing non conformances were identified during the evaluations of the returned devices. Available information suggested that procedural factors (improper crimping/improper flushing/excessive manipulation) contributed to the similar complaints. The complaints for sheath shaft resistance with delivery system and sheath shaft separation from  housing/hub were unable to be confirmed.  Training materials indicate that push force through the sheath can vary due to vessel diameter, tortuosity, and degree of calcification. Small vessel diameters can create more restrictive pathways that can lead to resistance during device insertion. Calcification can interact with the sheath and prevent it from fully expanding to allow passage of the delivery system. The presence of tortuosity can create challenging pathways that can increase resistance during device advancement. As mentioned in the complaint description, ¿when the valve was advanced, the physician felt a lot of tension and resistance. The physician pushed the hub harder, retracted the system and pushed forward and the hub popped off.¿ once the valve became stuck, excessive force was likely applied to overcome the resistance. This then led to the shaft separating from the sheath housing. Additionally, procedural factors such as improper flushing or crimping can also contribute to resistance with the delivery system and subsequently lead to the additional damages mentioned. Available information suggests that patient factors (calcification, tortuosity, small vessel diameters) and/or procedural factors (improper crimping/improper flushing/excessive manipulation) may have contributed to the complaint events; however, a definite root cause is unable to be determined at this time. A review of the DHR, lot history, and complaint history, revealed no indication that a manufacturing non-conformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies.  Since no product non-conformances labeling or IFU/training deficiencies were identified during this evaluation, a product risk assessment escalation is not required.  Per management¿s discretion, a product risk assessment was previously done to investigate the risk regarding the separation of the shaft from the housing/hub. A CAPA was previously initiated to investigate and determine potential root cause for sheath housing separated, and another CAPA to investigate sheath shaft resistance with delivery system.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported from field clinical specialist (fcs), during tavr with a 23mm sapien 3 ultra valve in the aortic position via transfemoral approach, the 14fr axela sheath was inserted into the patient with normal vessel and when the valve was advanced, the physician felt a lot of tension and resistance.  The physician pushed the hub harder, retracted the system and pushed forward and the hub ¿popped¿ off.  The entire system was removed and a 2nd delivery system was used with no issues.  There was no patient injury.